Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after the spouse refilled and reused an existing ilet insulin cartridge, with blood glucose rising to 316 mg/dl and trending down after a full supply change per troubleshooting and education. Symptoms included hyperglycemia without loss of consciousness or other acute complications. Outcomes included self-management at home without medical intervention, no use of backup therapy, and no ketone testing. Investigation included customer counseling on proper use, review of reported blood glucose trends, and confirmation that levels decreased after replacement of infusion set supplies and cartridge. Investigation of this case revealed improper maintenance and use of disposable components as a plausible contributor, with the possibility of insulin delivery impairment such as leakage or occlusion not replicated after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear.